Event description:
In addition to the initial information, during a follow-up call on (B)(6) 2017, the customer reported experiencing elevated blood glucose (bg) levels of over 500 (mg/dl) with high level of ketones. Reportedly, the customer's health care provider identified the ketone level as life threatening. Additionally, the customer reported that elevated bg level occurred due to user error of not testing bg levels enough and the reported battery issue. To address bgs, correction boluses were delivered and manual injections were administered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was decreasing faster than expected. Review of the pump data logs by tandem technical support showed multiple occurrences of the battery gauge decreasing from 100% to 10%. The customer's blood glucose level was 210 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided by the customer.